Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during initial implant on (B)(6) 2025 the driveline perforated the small bowel while tunneling. The patient returned to the operating room for an exploratory laparotomy and a small bowel resection. The patient also underwent a pump exchange on (B)(6) 2025 due to concern of infection from fecal matter in the peritoneal cavity and around the driveline. The new pump was primed, implanted, and turned on at 3000 rpm, but no speed came onto the monitor and the watts were 22-25 with a lot of rotor noise from the chest. The surgeon said they could hear grinding and suspected ingestion. In the attempt to stop the pump, it wouldn't stop, or restart. The new pump (B)(6) was exchanged and a new pump was primed. Inotropes were initiated. Log files were submitted for the third implanted pump (B)(6) which was implanted on (B)(6) 2025 and said to have been operating as expected. The event log file captured alarms associated with the recent implant on (B)(6) 2025. Folling the initial alarms the log file contained low flow estimated as well as sustained low flow hazard events. These flow readings do not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of ingested biological material within the pump cover; however, the reported inability to stop or restart the pump during the implant procedure could not be confirmed through this evaluation. The lvas was returned assembled with the pump cable severed approximately 19.5¿ from the pump header. The modular cable was returned, as well as the distal end of the pump cable, measuring approximately 6.5" in length. The apical cuff and outflow graft assembly were not returned for evaluation. Visual inspection of the returned device prior to disassembly did not reveal any depositions in the inflow cannula or pump outflow. The pump was connected to a loop using the returned modular cable and submerged in bath for functional testing. The pump was started and ran on the loop for several minutes without any unexpected alarms or sounds coming from the rotor. The pump was then manually stopped and restarted several times. Following each stop, the pump was successfully restarted and ramped up to speed as designed. The reported difficulty stopping and restarting the pump could not be confirmed through this evaluation. Upon initial startup of the pump, a small tissue-like material was ejected from the pump outflow. The ejection of the material upon pump startup is consistent with the material being loosely adhered within the pump cover. The origin of this material could not be conclusively determined through this evaluation. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event log file captured relevant events from (B)(6) 2025, per the timestamps. The first two events recorded on (B)(6) 2025 appeared consistent with pump priming. Following this timeframe, fault flags consistent with rotor instability were captured shortly after the pump was powered on. Elevated current draw was also observed during this timeframe, consistent with account¿s report of elevated pump power values. This data appeared consistent with the finding of ingested material within the pump cover. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Chapter 4, "heartmate touch¿ communication system", provides instructions on how to start and stop the pump. This section also noted that if the pump speed is set below 4000 revolutions per minute, pump start is not automatic. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
As of (B)(6) 2025, the patient was stable and recovering, there was no further information from the center at this time.